Manufacturer narrative:
Concomitant medical products: product ID: 3898, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. (B)(4).

Event description:
It was reported that there was no stimulation response despite a change in wiring, replacement by a new electrode that concluded a deteriorated appearance of the first electrode. The product issue was resolved and cause was determined. The patient was alive with no injury. Immediate replacement of the electrode was done. After the wire change there was still no stimulation. The problem had not been the wire so the healthcare professional had decided to change the electrode because of deterioration and not the wire. Following the change of the first electrode, the patient had received stimulation with the second electrode. There was only one change of electrode. The patient was currently receiving therapy without any problem.